Event description:
It was reported that there were high impedances following implant. On one side they were all greater than 10,000 ohms and there was no stimulation sensation and the other side was near 5,000 ohms with some stimulation. The pt underwent surgery for replacement. During surgery the impedances were the same with or without the extension so the leads and extension were replaced. Following surgery the impedances were normal and the pt had good stimulation.